Manufacturer narrative:
A ge service representative performed an on site investigation. The foot pedal was re-connected. The system was then found to be operating as intended.

Event description:
The customer reported the system displayed an error code message and thereby failed to boot up.